Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pace impedance measurements and intermittent noise due to a lead fracture. The lead was capped and replaced. No additional adverse patient effects were reported.